Manufacturer narrative:
This case came in as an event code of high impedance. The product was returned and evaluated and service was unable to confirm the customer complaint but received an event code that the tip was not fully connected. The tip was used for 240 treatments and passed the flow test. The tip failed the leak test. The tip also failed the thermistor test and visual inspection as dielectric breakdown was observed. The plant investigation is underway.

Event description:
A user facility reported an error message of high impedance with a thermage cpt tip.

Manufacturer narrative:
Service was unable to confirm the customer complaint. However, dielectric breakdown was observed resulting in a malfunction. A review of the manufacturing records showed all requirement were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Based on the available information, no causal factors can be determined and no conclusions can be drawn. No corrective action is required.